Event description:
It was reported that this programmer flagged multiple times for abnormal smell when powering on. The programmer may pose for safety concern and requires removal from service or replacement. Boston scientific technical services (ts) advised reaching out local representative for follow up. As of the moment, the programmer remains in service. There was no patient involvement.